Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during a surgical intervention on (B)(6) 2024 (related manufacturer reference number: 3006705815-2024-02275), the patient experienced high impedances after disconnecting the ipg. The extension was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.